Event description:
During a routine follow-up, a battery voltage of 2.6v was observed after being implanted for only 19 months. Pt is not brady paced, nor has he rec'd many shocks. The decision was made to replace the device since the elective replacement indicator (eri) was reached.